Manufacturer narrative:
No patient was present/involved in this event. On 4/19/2016 a medtronic field service engineer visited the site and found the mvs batteries would not hold a charge. He replaced the fuses and the mvs batteries. He performed a system check out after letting batteries charge; o-arm fully operational after part replacements. No parts have been returned for further evaluation.

Event description:
A site representative reported that when they unplug the mvs (mobile viewing station) to move it into the or, it will power down after 30 sec - 1 min. He also reported the line power light was not on. No patient was present or impacted by this event.